Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have blood at sensor site. Customer reported that site was also hurting. Customer's blood glucose was 538 mg/dl and had a low predict of 77. Customer reported of being on medication and aspirin. It was found that customer was following guidelines for insertion technique. Customer was advised that sensor would be replaced.